Event description:
It was reported to boston scientific corporation in 2007, that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during an esophageal dilatation procedure in a patient ( patient gender and weight are unknown) the same day. The physician pushed the cre balloon's catheter through the working channel of gastroscope, and confirmed the balloon had been inserted into the patient's esophageal stricture by endoscopic image. He began to inject water into the balloon through the balloon port with an alliance 2 inflation system. At that time, the physician water flowing out of the balloon and into the patient's esophagus. The balloon was removed and the procedure was finished with another company's product (product and manufacturer unknowns). Note: this event as reported, did not represent and MDR - reportable scenario. Evaluation of the returned device completed on august 21, 2007, revealed that the balloon was torn logitudinally (this is an MDR - reportable scenario).

Manufacturer narrative:
Visual examination of the returned device revealed that the balloon was torn longitudinally. The device history record for this lot was reviewed and no anomalies were noted. The similar complaint review found no evidence of current adverse trends. The root cause of the complaint could not be determined definitively, however the most probable root cause is balloon burst due to contact with a sharp exterior source such as a calcified lesion. Balloons have certain design limitations when in contact with sharp objects, due to thickness of the balloon membrane, and therefore this complaint will be classified as design related.